Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 11/2023).

Event description:
It was reported that during an angioplasty procedure in the iliac artery via radial approach, the pta balloon was allegedly stuck upon removal from the patient. It was further reported that the balloon and the guidewire were removed as one unit. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultrascore 014 pta dilatation catheter was received for evaluation. During visual evaluation, no kinks were noted to the catheter shaft and no anomalies to the luers/y-body. During functional testing, the sample guidewire lumen was flushed successfully. The patency of the guidewire lumen was tested using an in-house guidewire and was unable to be inserted. The catheter was cut and blood was noted within the guidewire lumen. No other functional testing was performed. Therefore, the investigation is inconclusive for the reported difficult to remove as functional testing could not be performed for the sheath related issue. A definitive root cause for the alleged difficult to remove could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the iliac artery via radial approach, the pta balloon was allegedly stuck upon removal from the patient. It was further reported that the balloon and the guidewire were removed as one unit. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ultrascore 014 pta dilatation catheter was received for evaluation. During visual evaluation, no kinks were noted to the catheter shaft and no anomalies to the luers/y-body. During functional testing, the sample guidewire lumen was flushed successfully. The patency of the guidewire lumen was tested using an in-house guidewire and was unable to be inserted. The catheter was cut and dried blood was noted within the guidewire lumen. No other functional testing was performed. Therefore, the investigation is inconclusive for the reported difficult to remove as functional testing could not be performed for the sheath related issue. The investigation is inconclusive for the reported difficult to remove and device-device incompatibility as functional testing could not be performed for the guidewire related issue due to dried blood within the guidewire lumen. A definitive root cause for the alleged difficult to remove and device-device incompatibility could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2023), g3, h6 (device, method). H11: g1. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the iliac artery via radial approach, the pta balloon was allegedly stuck upon removal from the patient. It was further reported that the balloon and the guidewire were removed as one unit. There was no reported patient injury.